Event description:
In 2008, the patient presented with a cold right leg and fever. A cat scan revealed an occluded limb of the endovascular graft system. Infection was identified. Pus was drained from the infection site of the aneurysm repair and the patient became paralyzed after the procedure. At about 15 days later, the patient underwent a fem-fem bypass to address the lack of circulation to his right leg. Circulation was restored. The patient tolerated the procedure and is still paralyzed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: additional device implanted: 06014348.